Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left bundle branch (lbb) placed lead moved from its original implant location. A chest x-ray was performed which confirmed the lead movement due to improper post procedure care. This lbb lead remains in service. No adverse patient effects were reported.